Event description:
It was reported that the device exhibited a morphology template mismatch, did not show valid values for several months. Recommended programming changes were made. No adverse consequences were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.